Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 230v 4a monitor power supply fuse was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that no image was displayed on the monitors. No pt injury was reported.